Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of inappropriate shocks with the previously implanted subcutaneous implantable cardioverter defibrillator (s-ICD). Additionally, the patient received two inappropriate shocks with the replacement s-ICD. The shocks were delivered during the use of an electric lift during a hospital stay. Device interrogation was attempted and was unsuccessful. The patient was transferred to the intensive care unit for monitoring. Review of the device data noted noise and smart pass had been disabled due to low sensing measurements. The patient was discharged after no inappropriate therapy had been delivered in forty eight hours. A boston scientific technical services consultant recommended further troubleshooting, programming options and an x-ray following discharge. The patient subsequently reported to her clinic for further evaluation. The patient's device observed further untreated episodes with non cardiac artifacts in secondary vector. Primary vector was clean of noise and baseline movement. The consultant simulated the prior patient episodes from the original s-ICD in primary 2x. It was observed that smart pass mitigated the t-wave oversensing. The consultant recommended programming the device to primary 2x and x-ray review. No additional adverse patient effects were reported.